Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised for suspected metalosis in her pinnacle metal-on-metal liner. Metalosis was seen. Cobalt and chromium lab draw blood numbers were elevated, but were not available. No further patient information available. No surgical delay. Doi: 2008; dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot per wi-3430 it has been determined that a DHR review is not required.